Event description:
Approximately 10 days prior to endovascular repair of a descending thoracic aortic aneurysm, the pt underwent revascularization of the visceral vessels with conduit placement. In 2006 after removal of thrombus and blood clots in the conduit, the gore tag thoracic endoprostheses were implanted. Postoperatively, the pt had an infarction of the bowel which was successfully treated by further open surgical revision. The physician believes that thrombus was released inside the conduit from manipulation of the tag devices, a 24 fr gore introducer sheath, and/or the gore tri-lobe balloon catheters, which consequently caused the bowel infarction.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: this event was initially reported on medwatch #2017233-2006-00175. However, in final review of the file, it was decided that this device needed to be reported on separately. Please see attached list: additional devices involved in this event include bc2640, bc2640,tg3415, tg4015, tg2810 and ts2430.